Manufacturer narrative:
(B)(4).

Event description:
During gastric bypass surgery: the feeding tube could only be removed form pressure plate only with very strong traction. The holding threads were cut of before. At disconnecting the pressure plate were grasped with strong clamps in order to avoid a traction on the gastric pouch. The gastric pouch teared on emersions point and had to be oversewed laparoscopically. Client jeopardized surgery extended more than 30 minutes., no extension of incision, no blood loss, no tissue damage or loss, no change of procedure laparoscopy to open surgery, no part fell into cavity, no reinforcement material used, not re-sterilized.

Manufacturer narrative:
(B)(4). Device available for evaluation: according to the account, the device was discarded and will not be returned for evaluation. (B)(4).

Event description:
According to the reporter: additional information received from the account stated that the device fired the full linear range of the reload and the staples were formed correctly, but the staple line did not hold. The draft at disconnecting the stomach tube is what probably caused the tear. The tear appeared dorsal of the stomach tube and was over sewed laparoscopically. The patient has been discharged.